Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with the new details if they become available.

Event description:
According to the reporter: occurred during a laparoscopic anterior bowel resection procedure. The stapling device was being applied to the bowel. The stapler worked but when a third reload was put in it, it failed. The stapler would not fire, staples did not deploy. In order to resolve the issue and complete the case, a second device was used to staple. There was no patient harm. The patient status is alive, no injury.